Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia despite two same-day supply changes; the caretaker confirmed proper cartridge preparation without bubbles or overfill, correct connector attachment after insertion, use of a 23" 6 mm infusion set, no active alerts, and no insulin pause, with a fingerstick of 321 mg/dl and sensor 348 mg/dl, and glucose remained above 180 mg/dl for about two hours before improving. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone monitoring was performed per the user¿s action plan. Outcomes included no professional medical intervention, no hospitalization, and no emergency treatment, and glucose reportedly stabilized about an hour after initial contact. Investigation included customer consultation, glucose data review, confirmation of infusion set and cartridge handling, and follow-up calls. Investigation of this case revealed no device alarms and no identified device malfunction, and the specific cause of the hyperglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.